Event description:
It was reported that the second stent was unable to cross the lesion, resulting in a conversion to carotid endarterectomy (cea). An enroute transcarotid stent was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The target lesion was highly calcified, with 85-90% calcification and no tortuosity. Cutdown and carotid access was obtained successfully without complications, and the arterial sheath was placed in the left common carotid. An enroute 0.014 guidewire was used to wire the lesion. A 6x30 non-boston scientific balloon was inserted over the wire and, percutaneous transluminal angioplasty (pta) was performed. A waist was identified with the initial pta, so the 6x30 was removed over the wire and a 6x20 balloon was inserted, and pta was repeated. At this time, the 9-7mm x 40mm enroute stent was inserted over the wire. The stent would not advance through the lesion. An additional enroute 0.014 guidewire was inserted as a buddy wire beside the existing wire. The stent was again advanced and yet again did not pass through the lesion. Multiple attempts to advance the stent through the lesion were made without success. The buddy wire was then removed. The stent delivery system was inserted and attempted to advance, but the stent was unable to cross the lesion. The device was removed, and upon inspection, it was noted that the stent tip appeared sharp and blunt. A new 9-7x40 enroute stent was opened and advanced over the wire. The new enroute stent did not pass through the lesion. At this time, the decision was made to covert to an open cea. All wires and sheaths were removed, and the cea was completed. The patient woke up after the cea and moved all extremities on command and stuck out her tongue on command. At the time of reporting, the patient was doing well and was expected to be discharged.

Manufacturer narrative:
Updated fields: h6 - evaluation conclusion codes.

Event description:
It was reported that the second stent was unable to cross the lesion, resulting in a conversion to carotid endarterectomy (cea). An enroute transcarotid stent was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The target lesion was highly calcified, with 85-90% calcification and no tortuosity. Cutdown and carotid access was obtained successfully without complications, and the arterial sheath was placed in the left common carotid. An enroute 0.014 guidewire was used to wire the lesion. A 6x30 non-boston scientific balloon was inserted over the wire and, percutaneous transluminal angioplasty (pta) was performed. A waist was identified with the initial pta, so the 6x30 was removed over the wire and a 6x20 balloon was inserted, and pta was repeated. At this time, the 9-7mm x 40mm enroute stent was inserted over the wire. The stent would not advance through the lesion. An additional enroute 0.014 guidewire was inserted as a buddy wire beside the existing wire. The stent was again advanced and yet again did not pass through the lesion. Multiple attempts to advance the stent through the lesion were made without success. The buddy wire was then removed. The stent delivery system was inserted and attempted to advance, but the stent was unable to cross the lesion. The device was removed, and upon inspection, it was noted that the stent tip appeared sharp and blunt. A new 9-7x40 enroute stent was opened and advanced over the wire. The new enroute stent did not pass through the lesion. At this time, the decision was made to covert to an open cea. All wires and sheaths were removed, and the cea was completed. The patient woke up after the cea and moved all extremities on command and stuck out her tongue on command. At the time of reporting, the patient was doing well, and was expected to be discharged.